Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 210 mg/dl. She retested using another breeze2 and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter kit were sent to the customer.